Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. This prevented our investigation team from conducting a device history review. During the evaluation of the submitted samples, bd investigators noted that the devices were semi-activated. However, by following the instructions for use, our investigators successfully activated the safety mechanism without the use of undue force. Also, a review of the manufacturing line found the necessary controls to be in place to prevent devices with a semi-activated safety mechanism form being loaded. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use the needle would not retract with a bd nexiva¿ diffusics¿ 20g x 1.00 in. The following information was provided by the initial reporter: it was reported that the needle would not retract.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the needle would not retract with a bd nexiva¿ diffusics¿ 20g x 1.00 in. The following information was provided by the initial reporter: it was reported that the needle would not retract.